Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of fluid leak (a050401) for the period of apr 2020 through mar 2022 related to date opened indicates that eight points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "unilateral right side deflation." Device remains implanted.

Event description:
Health professional reported the device has explanted.

Event description:
Patient reported "unilateral right side deflation." Device has explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior and white particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on anterior assessed as fold flaw opening.